Manufacturer narrative:
(B)(4). Method: the returned complaint fascia, valve system and upper end cap was visually inspected. Results: the visual inspection revealed that the peak inspiratory pressure (pip) adjustment knob had broken off the four spokes that holds the valve adjustment knob in place. The edges of the upper end cap was observed to be cracked. A lot check revealed no other complaints of this nature for this lot number. Conclusion: a broken pip adjustment knob is detected prior to patient use as the pip valve cannot be adjusted to the required pressure, as such no patient consequence was reported. The damages are consistent with that of some form of impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. It can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff user instructions state that the user should check the pressure settings "prior to every use of the neopuff". Furthermore, the neopuff technical manual states the following: "warning dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks [as outlined in the manual] before connection to a patient". A replacement fascia, valve system and upper end cap has been supplied to the customer.

Manufacturer narrative:
(B)(4).the complaint device is currently en route to fisher & paykel healthcare. We will provide a follow-up report upon receipt and completion of our investigation.

Event description:
A healthcare facility in (B)(4) reported that the inspiratory relief knob of an rd900 neopuff infant resuscitator "cannot be adjusted to its lowest point". No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the inspiratory relief knob of an rd900 neopuff infant resuscitator "cannot be adjusted to its lowest point". No patient consequence was reported.